Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device had holes in the hose near the muffler (zone one). It was further determined that the rotations per minute (rpms) was below manufacturing specification and the device failed pre-testing for rotational speed. During service/repair, it was determined that the vanes were worn, causing the rotations per minute (rpms) to run below specification. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the hose of the motor device had a hole. During in-house engineering evaluation, it was observed that the rotations per minute (rpms) was below manufacturing specification. It was further determined that the device failed pre-testing for rotational speed. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.